Manufacturer narrative:
It was reported that there was ballooning in the silicone segment. One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment is ballooning. No other defects or abnormalities were observed. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging the following information was received by the initial reporter with the following verbatim it was reported by customer that IV tubing bulged at the top of the soft tubing where it goes through the pump. The bulge was about 0.75 inches long by 0.5 inches wide. The tubing did not break.